Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose levels and wanted to replace the insulin pump. Blood glucose level at the time of the incident was 500 mg/dl. Blood glucose level near the time of the call was 347 mg/dl. Troubleshooting was not performed. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.